Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that she was pregnant. The customer also stated she had an issue with a button error alarm. Troubleshooting was performed but the alarm could not be cleared. Nothing further was reported.